Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jul-2023. H6: investigation summary. Three samples and one photo were provided to our quality team for investigation. Two samples were observed to have crescent moon shaped cracks on their plunger rod ribs. No other defects around the stopper or barrel were observed. The photo showed syringe barrel with a plunger-stopper assembly next to it and the stopper was not sitting flush on the plunger head. Potential root cause for the cracked plunger rod condition is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 2284444. A review showed one quality notifications issued related to the insecure stopper defect. Product requalified per applicable acceptable quality limit. It is possible a limited number of pieces were able to escape detection.

Event description:
It was reported that 2 of the bd syringe 3 ml ll bns plungers were broken. The following information was provided by the initial reporter, translated from french to english: 2 units with a broken rod.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd syringe 3 ml ll bns plungers were broken. The following information was provided by the initial reporter, translated from french to english: 2 units with a broken rod.